Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr 3.00mm x 15mm, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft and a shaft break 38.5 cm distal to the distal end of the strain relief. A visual and tactile inspection of the outer and inner lumen and of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tear or pinhole in the balloon. The proximal and distal markerbands identified no damage. Tip showed no signs of tip damage.

Event description:
It was reported that shaft break occurred. The >60% stenosed target lesion was located in the severely calcified and tortuous diagonal artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, when the balloon was introduced into the lesion, the 6-inch proximal part of the shaft broke partially outside of the body. The detached portion of the device was simply pulled out of the patient. The procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The >60% stenosed target lesion was located in the severely calcified and tortuous diagonal artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, when the balloon was introduced into the lesion, the 6-inch proximal part of the shaft broke partially outside of the body. The detached portion of the device was simply pulled out of the patient. The procedure was completed successfully. No patient complications were reported.